Event description:
It was reported that presented remotely via merlin.net. Review of transmissions revealed that the pacemaker exhibited a diagnostics anomaly. A transmission had shown the patient was not in auto mode switch despite the diagnostics showing the patient was in auto mode switch 100%. No device intervention was performed. Patient was fine and will continue to be monitored.